Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor performed the continuity resistance test and the sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that the sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. Customer's blood glucose was 123 mg/dl while the sensor gave a reading of 57 mg/dl. During troubleshooting, the sensor read 54 mg/dl and customer's blood glucose was 114 mg/dl. Customer was advised the sensor would be replaced and agreed to return the product for analysis.